Event description:
We received an allegation about discrepant results for 1 patient's sample tested with bilirubin (bil-t) gen.3 assay on a cobas 8000 c702 analyzer when using a microcup. Initial result: 0.04 mg/dl. Repeat result: 16.21 mg/dl. No questionable result was reported outside the laboratory as the customer noticed that the result was implausible. The sample was then repeated. The repeat result was deemed to be correct.

Manufacturer narrative:
The bil-t gen.3 reagent lot number and expiration date were not provided. The field service engineer found that the sample needle was misaligned. He readjusted the sample needle. The customer was advised to check the sample cup configuration in detail, especially for the microcups to avoid a bent/misadjusted probe. The service action (readjusting the sample needle) resolved the issue. No further issues were reported afterwards.